Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained when the customer processed a level 1 non-vitros (mas) qc using vitros tsh lot 7010 on a vitros 7600 integrated system. A definitive cause of the event was not established. A vitros tsh lot 7010 reagent issue cannot be ruled out as a contributor to the event as vitros tsh lot 7010 results were unacceptable from mas qc testing and the customer initially believed vitros tsh lot 7010 results were unacceptable from biorad qc testing. However, once the customer adjusted their baseline values for the biorad qcs, vitros tsh results from biorad qc testing were accepted by the customer and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 7010. An instrument issue is a possible cause of the event. No diagnostic precision testing was conducted around the time of the event to verify instrument performance. In addition, final well wash errors were posted on the instrument around the time of event and an ortho field engineer (fe) performed service actions on the instrument to resolve issues with the final well wash. Vitros tsh results from qc testing following ortho fe service actions were deemed acceptable by the customer. It is possible a qc fluid handling issue contributed to the event. The ortho tsc highlighted to the customer the importance of proper qc fluid handling; in particular, storing the qcs in a refrigerator at all times to minimize issues. In addition, the ortho tsc recommended the customer to subaliquot a volume from each qc vial and allow the aliquot to come to room temperature for one hour, rather than removing the whole qc vial itself from refrigeration and allowing to come to room temperature.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected tsh results were obtained when the customer processed a level 1 non-vitros (mas) qc using vitros tsh lot 7010 on a vitros 7600 integrated system. Mas lot oim24111 (level 1) results of 0.124, 0.125 and 0.125 miu/l versus the expected result of 0.20 miu/l a definitive cause of the event was not established. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh results were generated when the customer was processing a non-patient fluid. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).